Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic, non-dependent patient presented with atrial lead noise which was causing inappropriate ams. No other electrical anomalies were noted. The physician decided to continue to monitor the patient.